Event description:
During a percutaneous coronary intervention procedure via a radial artery approach, a tip placement issue arose resulting in arterial dissection of the second segment right coronary artery. The circumstances surrounding the product related issue are unclear at this time. As a result of the dissection, the patient experienced "three cardiac stops" and the doctor had to aspirate clots and put multiple stents in the artery. The patient was placed in intensive care for 1 week.